Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a possible under delivery. Customer stated they had high blood glucose level of 225 mg/dl. Customer stated they did not experienced any symptoms due to high blood glucose. Based on customer's report they alleges insulin pump was under delivering insulin because they could not got their blood glucose go below 200 mg/dl. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.